Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: functional evaluation with a sample set screw unable to be fully engaged. Macroscopic and optical examination revealed thread crest and flank damage on both sides of the head; this damage appears to have initiated at the start of the thread, and is consistent with misalignment of the fas head and set screw threads during construct assembly.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the screw slipped during insertion. The screw was removed and replaced. No patient complications were reported.